Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, post-paced t-wave oversensing was noted on the device leading to an inhibition of biventricular pacing. Device reprogramming was recommended to resolve the event. The patient was stable.